Event description:
New information received states the patient received another instance of inappropriate therapy for a rhythm incorrectly detected in the ventricular fibrillation zone. The issue was resolved after an atrioventricular node ablation was performed. The patient condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an electrogram revealed the patient received inappropriate antitachycardia therapy due to a supraventricular tachycardia being classified in the wrong branch. The patient will be scheduled for an ablation. The patient condition is fine.